Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/20/2024, it was reported by a sales representative via phone that two (2) ar-3641 knotless fibertak inserter bent upon insertion. All fragments removed. Delay to case 3 minutes. This occurred during use in a case with no patient effect. Case completed using another knotless fibertak.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.